Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, a false elective replacement indicator (eri) was observed. Upon further review by technical support, the device showed normal device longevity and it was nearing actual eri. No further intervention was performed at this time and the device will continue to be monitored until explant. The patient was stable with no adverse consequences.